Event description:
It was reported that the patient went through a security scanner, at a court house. Her device was on at the time of exposure. She could only feel stimulation in the rectum and none in the vagina after the exposure. She also had incontinence. The pt was at home in fair condition. Further information is being requested from the hcp.